Event description:
Pt who had a dhhs construct implantd in 2005, appeared to have fracture of the greater trochanter as revealed by post operative x-rays which is not evident in pre operative x-rays. X-rays taken 3 weeks post operative show good position with early impaction of the helix and proximal fragment. X-ray taken 24 weeks post operative revealed total helix collapse and fracture did not heal. Pt will have reoperation with a prosthesis.